Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): device not returned--evaluation based on reporter's narrative. (B)(4): device not returned to manufacturer.

Event description:
"They attempted to demo one of our fibers (365 micron) as a single-use and it broke toward the middle of the fiber and they informed me that it started sparking as well."this information is documented as reported to trimedyne.